Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department in (B)(6) 2025 with a vacuum-assisted wound closure and complained of worsening abdominal pain. The patient passed away on (B)(6) 2025.

Manufacturer narrative:
Section b3: event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2025 with a vacuum-assisted wound closure and complained of worsening abdominal pain. It was unknown when or why the wound-vac was placed as the procedure was performed at an outside hospital. The patient passed away on (B)(6) 2025 due to cardiogenic shock and biventricular heart failure. The patient was made comfort care by their family. The death was not considered to be device or therapy related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) , and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.